Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the insulin on his pump is not working. The customer stated that he had low battery from the pump. The customer stated that after he changed the battery he received an error message to reset the time and date. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.